Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The heater wire was flexed away from the hot jaw and detached at the tip. No peeling of the sillicone insulation was observed. Based on the condition of the device as returned, the complaint was not confiremed for the reported "peeled sillicone" but confirmed for the analyzed "bent wire". The most probable cause of the confirmed failure is from improper insertion of the hemopro tool inside the cannula. The IFU instructs the user to close the jaws and hold the device approximately 6 in from the tips before inserting through the tool adapter port. The jaws came in contact with the tool port opening or the internal components of the cannula causing he heater wire to detach at the tip and bend. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic at the jaw tip came apart from the metal portion. No pieces fell off in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic at the jaw tip came apart from the metal portion. No pieces fell off in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.